Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/12/2026, the patient reported that her cgm displayed a high glucose reading and that she was experiencing symptoms consistent with hyperglycemia, though specific symptoms were not detailed. She performed an fsbg test, which showed a significantly different result; however, the exact value was not recalled. The patient noted ongoing discrepancies, describing cgm readings as low while fsbg values were substantially higher. Due to her condition, the patient called 911 and was transported to the emergency room (ER), noting she is handicapped. At the ER, glucose readings remained inconsistent between cgm and fsbg, though specific values were not remembered. The patient was admitted to inpatient hospitalization and was advised by the physician to remove the sensor. During hospitalization, the patient received intravenous (IV) fluids and an appropriate dose of novolog (fast-acting insulin). The patient remained hospitalized for three days and was subsequently discharged on (B)(6) 2026 and was reported to be in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.